Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a company field representative phoned into technical services regarding a patient's cardiac resynchronization therapy defibrillator (crt-d) system with the patients heart rate below the device programmed lower rate. Also noted was t-wave oversensing (twos) on the right ventricular (rv) lead. Follow up was completed and it was indicated that reprogramming of the adaptivcrt algorithm had been completed, along with adjustments to the lead sensitivity. The device and lead remain in use. No patient complications have been reported as a result of this event.